Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the bedside echocardiogram indicated multiple left ventricle clots. The patient coded and one round of CPR was performed along with amino given. The clot remained in place. The patient was monitored, and the clots were no longer in the left ventricle. No additional adverse patient effects were reported.